Manufacturer narrative:
The sample is not available for evaluation and a root cause for this incident could not be identified. If additional information is received, a supplemental report will be submitted.

Event description:
The patient was receiving a perfusion of saline solution subcutaneously. Cellulitis was observed at the puncture site and the patient had a fever of 38.9 c. Infusion was interrupted temporarily and the patient was given augmentin.